Event description:
Patient underwent revision surgery as planned on (B)(6) 2011. The surgeon removed and replaced one rod and two locking caps on one side. Reportedly, the rod may have not have been long enough, and may have led to the rod not being completely captured. The hospital discarded the explanted hardware. This is 3 of 3 reports for the same event, complaint (B)(4).

Event description:
Pt implanted with 2 rods, 4 screws and 4 locking caps on (B)(6) 2011. Surgeon noted on f/u radiographs taken (B)(6) 2011 that one of the rods had slipped and one of the locking caps was loose. Pt is scheduled for revision on (B)(6) 2011. This is the 3rof 3 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Implants were explanted as scheduled.

Manufacturer narrative:
Revision scheduled for (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.